Manufacturer narrative:
Product ID 3778-60, lot# v318325031, implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was not getting pain relief on her left side. Approximately 2 months prior, she cracked 2 ribs and ended up in a living facility. While being moved by staff member, she believed that her lead moved or broke. Additional information has been requested, but was not available as of the date of this report.